Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4 d6a g3 g6 h2 h6 proposed code: mechanical (g04) - head h11 visual examination of the provided picture identified the explanted head covered with biodebris. No further observation can be noted from the provided picture. No other images were provided. No product return, visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Radiographs were provided, however not submitted to mmi for further assessment as image is undated and also allegation is for revision due to elevated metal ion levels which would not be visible. A definitive root cause cannot be determined. Based on the provided information, the allegation for elevated metal ion levels could not be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Manufacturer narrative:
(B)(4). D10: 139256 item name m2a-magnum 42-50 tpr insrt std 0/0mmt1 lot# 567580, us157856 item name m2a-magnum pf cup 56odx50id lot # 581970. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Event description:
It was reported that the patient underwent a revision procedure due to elevated metal ion levels. The surgeon decided to perform an off label conversion to active articulation given that this is significantly less invasive than a full cup revision for a well fixed cup. There is no additional information available at the time of this report.